Event description:
It was reported that the patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours on the leg. They changed the pod and gave manual injections of insulin.

Manufacturer narrative:
An external tear was found on the soft cannula. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.